Event description:
A customer reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to plug the pump into different wall outlets, use another wall adapter, and try a different charging cable, but these attempts did not resolve the issue. As a result, tandem technical support decided to replace the pump, which was still under warranty. The customer was informed about the procedure to put the pump into storage mode and instructed to return it using a prepaid label within ten days, while they reverted to multiple daily injections as a backup insulin therapy.